Event description:
Customer reportedly received the following results on the aviva nano system: 102 mg/dl (21:47), 64 mg/dl (21:48), 56 mg/dl (21:51), 91 mg/dl (21:57), 239 mg/dl (21:58), and 147 mg/dl (22:01). No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).